Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead had sustained a fracture due to lead on lead contact or lead to clavicle abrasion. A revision procedure was performed and the lead was removed from service. No additional adverse patient effects were reported.